Event description:
A mitek sales rep is reporting the device scratched guidewires that come through the cannulated section and produced metal shavings in the patient's joint space. A shaver was used to removed the shavings. There were no reported patient consequences. The doctor did indicated to the mitek sales representative it did happen once before in 2008. Please see 1221934-2008-00429.

Manufacturer narrative:
Mitek is awaiting receipt of the complaint device towards conducting a root cause failure analysis. The results of our evaluation will be the subject of a follow-up report.